Event description:
Consumer called to report using heating pad for 20 minutes and then feeling an itchy sensation on buttock. Found water buster in area of blister. Consumer reported seeking medical attention.